Manufacturer narrative:
Initial evaluation of the issue was thought to be related to the database which was nearly full. Clearly space in the database did not resolve the problem. Re-installation of the navios v1.3 acquisition software (windows vista) and tetra for vista v1.0 also did not resolve the problem. The event was a result to use error. An individual technician was not properly mixing the flowcount beads prior to placing on the prepplus2 for sample preparation. The laboratory supervisor provided training to the technician on the proper technique for mixing flowcount to resolve the issue. The customer confirmed that adjustment of the flowcount mixing technique for the individual resolved the problem. Bec internal identifier - (B)(4).

Event description:
The customer reported tetra algorithm failures related to the cal region on the navios 10 colors/ 3 laser flow cytometer. Erroneous patient results may have been generated but were not reported out of the laboratory. There was no change or effect to patient treatment in connection to the event.